Event description:
A 3.0mm diameter x 30mm length ave gfx stent was inserted into the right coronary artery after predilation with a 3.0mm diameter ptca balloon. After deployment of the stent and inflation of the stent delivery system balloon to 10 atms., which slightly exceeds "rated" burst pressure of 9 atms., the balloon was deflated to "negative pressure". Resistance was then noticed by the doctor during removal of the stent delivery balloon from the stent and excessive force was required to remove the stent delivery system from the stent. The balloon material became unstable. It was not determined if the patient was a surgical candidate because of severe peripheral vascular disease. Approx 10 days following the stent procedure. The patient expired. The cause of death has not been disclosed to ave from the user facility. No further information is available from the user facility.